Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510k number and pro code for the products are identified.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to fully extend upon deployment. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: a physical sample was not returned. Images were provided but due to poor resolution an indication for a device failure could not be identified. A movie demonstrating the issue during deployment action was not provided. Therefore, the investigation will be closed with inconclusive result. A definite root cause for the reported event could not be determined. Based on evaluation of images provided the product was not used in the iliac and femoral arteries which represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.', and 'the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath. The delivery system (...) Catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. Holding and handling of the system throughout the procedure was found sufficiently described. In addition, the IFU state: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' The product is intended for use in the iliac and femoral arteries. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the products are identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to fully extend upon deployment. There was no reported patient injury.